Event description:
It was reported that the av dialysis graft was accessed. Images confirmed thrombosis of graft to level of venous anastomosis. 6mg tpa administered into graft. Mechanical thrombolysis performed with trerotola device. Antegrade flow reestablished in graft. Images document stenosis at graft/vein anastomotic site. Balloon catheter was placed at the stenosis and balloon dilation performed. Images demonstrate resolution of focal narrowing at graft/vein anastomotic site with brisk antegrade flow. Pt tolerated procedure well and post-procedural course was unremarkable. Pt remained on angiographic table for approx 20 mins post procedure. They were then transported to endoscopy recovery. Pt became apneic and pulseless. CPR administered. Pt was resuscitated successfully and required intubation. Pt was admitted to ICU.